Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted. Additional info from customer indicates that there have been no further occlusion alarms. Customer's blood glucose level is 198, which is typical for customer.

Event description:
Received info stating customer received multiple occlusion alarms during bolus delivery. The customer changed out the cartridge, tubing and the site. Customer's blood glucose level was impacted. Reportedly, the infusion set cannula site was irritated.